Manufacturer narrative:
Details of complaint: the customer reported the central nurses station (cns) spontaneously went to a blue screen and then rebooted. They estimated the cns was down for less than 45 minutes. They will send the log files in for evaluation by nk. No patient harm was reported. Investigation summary: the logs were investigated and reviewed by nihon kohden (nkc) and found that the system rebooted itself due to the screen control application crashing. A definitive root cause for the application crashing could not be determined but it may have been derived from high operational load on the system. Nkc recommended upgrading the cns software to version 02-03 to prevent recurrence since it includes software improvements to support higher loads. Review of the complaint device's serial number does not show recurrence or other similar complaints. Review of the customer's complaint history does not show any trends for this issue and device. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: gz-130s. Serial #: ni. Device manufacturer data:ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to cns-2101 central monitor. D2b device product code: corrected the product code from msx to mhx. D4 additional device information / model #: corrected the model # from cns-2101a to cns-2101. D4 additional device information / catalog #: corrected the catalog # from cns-2101a to cns-2101. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Event description:
The customer reported the central nurses station (cns) spontaneously went to a blue screen and then rebooted. No patient harm was reported.

Manufacturer narrative:
The customer reported the central nurses station (cns) spontaneously went to a blue screen and then rebooted. They estimated the cns was down for less than 45 minutes. They will send the log files in for evaluation by nk. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 04/29/2024 emailed the customer for all the information in the ni list above: they replied they were unable to provide any more information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: gz-130s. Serial #: ni. Device manufacturer data:ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The customer reported the central nurses station (cns) spontaneously went to a blue screen and then rebooted. No patient harm was reported.